Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event. A review of the event was conducted by an isi medical officer and the following additional information was provided: a patient underwent an ion lung biopsy which was complicated by bleeding. Dual antiplatelet therapy was held for 5-7 days prior to the biopsy. Biopsies were completed with no significant bleeding. Bleeding was noted after bal which was performed after biopsies. The ion catheter was removed and an endobronchial blocker was placed in the right mainstem bronchus. An angiogram was performed and ECMO was initiated for hemodynamic support. A chest tube was placed for hemothorax. Multiple blood products were transfused as outlined. Despite supportive measures, the patient had persistent respiratory failure with continued deterioration and died after being transitioned to comfort-only measures 6 days after the biopsy. Based on the available data the reported adverse event was procedure-related and not device-related. Bronchoscopy is a minimally invasive procedure with a low risk profile for significant bleeding. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. Another large case series of 26,895 bronchoscopies with biopsies of any type reported any bleeding in 41.4% of cases but a severe bleeding rate of 1.47%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. These data reflect various definitions of any bleeding in the literature ranging from 0.72-41.4% with estimates of more severe clinically significant bleeding ranging from 0.38-1.47%. The rate of deaths associated with bleeding would be some fraction of the reported bleeding rates and will thus be more rare than significant bleeding. A retrospective study of 20,986 bronchoscopies reported 4 total deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death (0.01%). A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that during an ion endoluminal lung biopsy, the patient experienced excessive bleeding; despite medical intervention and ICU admission the patient expired on post-procedure day 6. The ion portion of the biopsy procedure was completed successfully. There were no device malfunctions associated with the event. During the manual bronchoscopy procedure, bleeding was noticed during bronchoalveolar lavage (bal) and was suspected to originate from a branch of the pulmonary artery (pa). An endobronchial blocker was placed in the right main stem bronchus. Veno-arterial extracorporeal membrane oxygenation (va-ECMO) was initiated and right chest tube was placed for hemopneumothorax. The exact source of the bleeding could not be determined. The estimated blood loss was 1200 ml immediately post-procedure, with an additional 2 liters of bleeding from the hemothorax and during va-ECMO cannulation in interventional radiology. The patient was administered blood products. After ECMO decannulation and failed ventilator weaning attempts, the patient suffered persistent respiratory failure leading to transition to comfort measures only. The physician stated that the patient's comorbid conditions and dual antiplatelet therapy contributed to the bleeding. The physician stated that the bleeding, hemodynamic instability, and patient outcome were not related to the ion system.